Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Customer confirmed that there had been no interaction with the pump for an extended period. Customer cleared the alarm to address the issue. Customer experienced diabetic ketoacidosis and blood glucose (bg) that was high, however a specific value was not provided. Customer administered manual injections to address bg level.